Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a failed battery test. Blood glucose value was 120 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised the battery cap will need to be replaced. The insulin pump will not be returned for analysis.